Event description:
Reference number (B)(4). Event occurred in japan. The patient reported low blood glucose (bg) event on (B)(6) 2026 and glucose intake used for treatment of low bg. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.